Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 803 failure; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 803:xx was confirmed during event history log review. The blue slide clamp was left inside the channel which caused the reportable condition. The slide clamp was removed from the channel to fix the reported condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.